Event description:
Tip of device broke off in the patient's bone and was not retrieved. No further consequences have been reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The device is missing about 1 inch from the tip. This condition may have occurred as a result of excessive force applied during use or penetrating device too deep into the bone. This is the only complaint reported involving this part number. DHR review revealed nothing relevant to this event. The cause of the event was attributed to misuse.